Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign materials within the adhesive surrounding the light guide lens, the air/water tube, cylinder, and within the light guide lens. The evaluation also noted cracks in the adhesive between the distal end and server plug-in. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. In regards to the foreign material adhered to the air/water cylinder, air/water channel. And light guide lens glue, it is likely the material remained because reprocessing could not be conducted properly due to a leak. It was confirmed water tightness was lost in the forceps elevator as well as the electrical connector due to deformation of the guide pin. As for the foreign material insides the light guide lens, it is likely the material adhered to the area because moisture invaded the device due to damage. The material then remained in the lens because it was not an external surface of the device to be removed with reprocessing. It was also noted that the foreign material in all areas could not be identified. Lastly, it is likely the crack in the glue between the distal end and the server plug in occurred because irregular stress was applied while the user was handling the subject device. The instructions for use provides the following warning regarding all foreign material: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The instructions for provides the following information regarding the foreign material inside the light guide lens: evis exera ii tjf type q180v reprocessing manual chapter 1 general policy "1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.